Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed and the reported break and stretched coils were confirmed. The reported device operates differently was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break, stretched coils and the device operated differently appear to be related to circumstances of the procedure. It is likely that during advancement through the moderately tortuous anatomy and/or other devices used the guide wire became bend at the core and shaping ribbon weld ultimately resulting in the reported break, stretches coils and the appearance of the guide wire moving without manipulation (operating differently) through the vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal circumflex coronary artery. An unspecified guide wire was placed in the circumflex artery and an 014 balance middle weight (bmw) hydro guide wire was advanced to the moderately tortuous mid marginal coronary artery as a buddy wire with no reported issue. On review of the imaging during the procedure, the tip of the bmw guide wire was noted to be moving without any manipulation of the wire [operates differently than expected]. On removal of the guide wire, the tip was noted to be unraveled. The procedure was completed with an unspecified replacement device. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.